Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported when the patient's pump was replaced in 2012, he developed an infection. The infection was noted as meningitis. The whole system was explanted in (B)(6) 2012 as a result. No further information was provided. Additional information was requested but was not available at the time of this report. If additional information is received, a follow-up report will be sent.